Event description:
Per the audiologist's report, this patient did not have auditory perception and experienced pain in the implanted ear that extended into the neck. Further investigation revealed that the electrode array had been placed in the eustachian tube instead of the cochlea. The surgeon explanted the device and reimplanted the patient with a new device in 2006.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling code #1738.